Manufacturer narrative:
H11: complaints database review revealed no further similar events since unit¿s installation. No concerning trend occurred related to this failure mode. Based on investigation findings and considering that the event was solved by restarting the device and that the anti-interference ferrites had already been installed on the affected s5 hlm console, the exact root cause of the event cannot be established; electromagnetic disturbances or non-systematic failure involving internal electronic components cannot be ruled out. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market.

Event description:
See initial report.

Manufacturer narrative:
A.1.-a.5. Patient information was not provided. H11: a livanova field service engineer (fse) was dispatched to the facility to investigate the device and could confirm the reported issue. As troubleshooting, the hkr micro card was replaced. Functional tests were performed and the pump was functioning properly. Serial readouts of the unit were provided and analysed. A watchdog reset was retrieved in a time stamp near to the reported error message related to the pump stop. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report of a centrifugal pump which suddenly stopped, with error message displayed onto the console. The pump was restarted and the desired flow rate could be achieved. The event occurred during procedure.there was no patient injury.